Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl to 60 mg/dl. The customer declined troubleshooting for low blood glucose value. The customer was treated with glucose and food. Customer stated that they think the blood glucose value was 30 mg/dl. The insulin pump will not be returned for analysis.